Event description:
Cook (B)(6) reported for the customer, "catheter fractured inside the patient and they had to remove it from the pulmonary artery." Section of the devices was retrieved from the pulmonary artery. Further information requested.

Manufacturer narrative:
(B)(4). Cook mini vital port was returned along with a catheter lock and two fragments of catheter (approximately 2.5 cm and approximately 44 cm). The 2.5 cm catheter segment was attached to the device upon return, and it was observed that the catheter was connected per IFU requirements. There is no clear evidence the suture holes were used. Slight burnishing was observed at the outer edge of a portion of each catheter fragment. Opposite the burnishing site are jagged markings indicative of a breakage. Customer provided images show the device implanted in the patient's forearm. The catheter and port were measured to confirm that the device was manufactured to internal specifications. Based on the return of two catheter fragments, each with jagged edges, the failure mode was confirmed. Slight burnishing indicates that the catheter received repetitive force against its outer wall. Customer provided images indicate the device was implanted in the patient's forearm, which has been linked to previous complaints due to force applied from the patient's brachial fascia. It is likely that the location of the implant caused the force applied to the catheter, leading to the fracture. The customer is encouraged to read the IFU for ideal implantation locations.